Manufacturer narrative:
All patient details have been included. No additional details are available. An investigation was performed for the customer issue, and included a review of the complaint text, a review of service and complaint history, and a review of product labeling. A review of service and complaint history for assay carousel with dowel pins, and insulation (ln: b-30107644-01) did not identify additional occurrences of back pain/spasm while replacing the part. No adverse trends associated with assy carousel with dowel pins and insulation (ln: b-30107644-01), and no similar issues for physical hazard as described in this ticket were seen. No systemic issues were identified. Labeling was reviewed, and found to be adequate. Based on all available information, and abbott diagnostics, complaint investigation a product deficiency was not identified. This issue was previously reported under MDR number 3002809144-2019-00570 under the same suspect medical device, but an incorrect manufacturer name, city and state.

Event description:
The customer reported when un-installing the carousel of the alinity s, they experienced back pain/muscle contracture. The patient went to the hospital, and received treatment. The patient was prescribed robaxisal, 2 capsules every 8 hours for 5 days in addition to physiotherapy sessions. The patient reported they are back at work. No additional impact to patient management was reported.